Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that daughter experienced high blood glucose of 413mg/dl which was treated with bolus by insulin pump. Customer declined troubleshoot for high blood glucose. Customer stated that they got sensor expired message on insulin pump. Sensor will be return for analysis.